Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was bubbled and the upstream occlusion (uso) seal was worn. Service history review identified the device has not been serviced in the past 12 months. Functional testing confirmed the customer's reported problem. The investigation determined the cause of the issue is the dso sensor. The dso sensor was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion voltage stuck at 0-1mv. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.